Event description:
It was reported that balloon ruptured and fell off. A new foley has been unpacked to use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. A potential root cause for this failure could be "exposure to petrolatum based lubricant or other degrading materials". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured and fell out of the patient. A new foley catheter has been unpacked to use.